Event description:
It was reported that during a gastric bypass procedure on the first firing with a white cartridge, the device cut and stapled fine, but the knife would not retract to the home position. The manual override was used to reverse the knife and the device was opened and removed from tissue. A second device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Damaged pcb component. Additional information requested and received: on what tissue type was the device used? Omentum. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. What color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? Yes, used manual override to reverse the knife and open the device. The analysis found that the device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system. A white cartridge was loaded in the device. It was noted to be fully fired and in good visual condition. Upon firing of the device, the knife advanced until it completed the firing sequence but the knife did not return to home once the firing trigger was released. Furthermore, during three non consecutive firing sequences the device continues its firing once the firing trigger was actuated and released. The firing switch was noted to be not working properly leading the failure modes found during testing. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.